Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Analysis of system log file showed errors related to the reported issue. Upon troubleshooting, fse found that the issue was due to the software problem detected in the x-ray pc. To resolve the issue, fse reinstalled the software in x-ray pc and recovered the back up. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the device was not booting. No harm was reported to philips. Philips has started an investigation of this complaint.